Event description:
It was reported that the patient with the pacemaker device reported symptoms of shortness of breath and fall. The patient's daughter had called in reported right ventricular (rv) lead and right atrial (ra) lead issues. The cardiologist mentioned that there was neglect with these pacemaker leads. The patient was asked to be seen once a month, as they were aware of the lead issue. Both leads were falling off the heart and lung and the metal was exposed. This rv lead currently remains in service. No adverse patient effects were reported.